Event description:
Procedure performed: lap cholecystectomy event description: the clip applier was used during a cholecystectomy to supply the bile duct and arterial bile vessels. The surgeon was "[senior physician]", an experienced ca500 user. According to IFU, the clip applier was used by the customer. (Customer statement) when the first clip was preloaded, no clip appeared in the slots (idle). The handle was then completely closed, and another clip was preloaded. Again, no clip appeared between the slots. The clip applier was then not used further, and a new ca500 was opened. This clip applier worked perfectly. No, the defective item was no longer used, and a new clip applicator was successfully installed. Additional information received from applied medical representative via email on 06may26: no effect on the patient. No clip loaded into the jaws. The incident initially observed when the first clip was loaded. It occurred again, for two times. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip manually removed from the jaws. No clip was loaded. There is no information about resistance when pressing the trigger. Intervention: the device was replaced. Patient status: no effect on the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.